Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 360 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No frozen display noted, time advances properly. No unexpected blank displays noted during testing. All buttons function properly. However, insulin pump had moisture damage on keypad traces. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had minor scratches on lcd window, cracked case on lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.